Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Customer stated that the cannula had bend during the night; she woke up with blood glucose of over 400 mg/dl and her husband took het to the emergency room. Customer was treating with bolus but her blood glucose value kept rising. Current blood glucose is 157 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.